Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that on 12/03/2013, the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh. Per op notes, ¿the hernia defect was identified and opened. The herniated tissues were reduced. The hernia sac was excised. A ventralex mesh was placed and secured using sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia and pain thereby underwent open repair with excision of ventralex mesh and implant of biological mesh. Per op notes, ¿the hernia sac was identified and opened. The herniated tissues were reduced. The hernia sac was excised. Adhesions were cleared. Old mesh was noted and excised. A biological mesh was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿dense adhesions in the abdominal wall to the hernia sac was lysed. The incisional hernia sac was noted and reduced. Myofascial flaps were raised bilaterally. A synthetic mesh was placed and tacked.¿

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2013) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), d.6b, g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.